Manufacturer narrative:
(B)(4). Any missing or incomplete data from form 3500a is the result of information not being released by the reporter. When the information is made available a supplemental 3500a will be filed. This product is used for treatment, and not for diagnoses. MDR 1045254-2011-00003 was filed on (B)(4), 2011, and the following is a supplemental to that report. The device was returned medtronic xomed (B)(4) service and repair facility on (B)(4), 2011. The device was identified as an 8253002 nim 3.0 response mainframe, serial number (B)(4). The mainframe was determined to function as designed on the electrical test checks.

Manufacturer narrative:
The model is currently unidentified, so the product indicator (B)(4) is for data entry purposes only. Any missing or incomplete data from form 3500a is the result of information not being released by the reporter. When the information is made available a supplemental 3500a will be filed. This product is used for treatment, and not for diagnoses.

Event description:
Information reported by the medtronic (B)(4) office: the physician reported the patient was previously diagnosed with the nontoxic multinodular goiter via cervical ultrasonography and had the follow-up care. The identification of the recurrent laryngeal nerve was expected to be difficult due to the size of the thyroid tumor which exceeded 8 cm in diameter; identification of the recurrent laryngeal nerve was supplemented using the nerve integrity monitor (nim). When the doctor placed the recurrent laryngeal (rl) nerve stimulator in the paratracheal position, he received a good response. The physician continued cutting the surrounding tissue while "guessing" the location of the recurrent laryngeal nerve. When he identified the recurrent laryngeal nerve again, however, he confirmed that the recurrent laryngeal nerve had already been cut. The doctor admitted he thought he had found rl nerve visually, and stimulated it, but the nim did not show response when placed on rl nerve. The doctor thought he had confirmed the rl nerve without nim and he continued the surgery. After the surgery he proceeded for a while, and the doctor stimulated what he thought was the rl nerve, and again, there were no response when the probe was placed on rl nerve. Because the doctor did not understand the nim, he may have used the nim incorrectly. He stopped using the nim during the surgery.